Event description:
It was reported that low impedance was observed for the patient. Per the physician, a system diagnostic test on (B)(6) 2022 showed that the device was ok and within normal limits. The patient was referred to their surgeon for a consultation. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Response was received from the physician that no report of trauma or manipulation to the lead was observed. Implant card was later received reporting a full system revision for the patient. The generator was replaced for prophylactic reasons and the lead was replaced due to the reported low impedance. Diagnostics were observed ok for the newly implanted system. The suspect product has not been received to date. No other relevant information has been received to date.